Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the atrial lead, acceptable electrical values could not be obtained. The lead as removed from the pocket. Upon removal, blood was seen within the lead's body and an insulation anomaly was identified. A replacement lead was successfully implanted.